Event description:
(B)(4): it was reported that during a surgical procedure, the visum led surgical lights allegedly temporarily dimmed to the point that they were almost completely off. There was no reported adverse consequences as a result of the alleged event.

Manufacturer narrative:
It was reported that there was pt involvement, however, no information regarding the pt is known at this time. There were no reported adverse consequences reported. The catalog number provided is for the power supply box which is the component identified as allegedly malfunctioning. Evaluation summary: a stryker field service representative visited the facility to evaluate the lights that allegedly dimmed during a procedure. The stryker field service representative found the lights to be working properly and could be controlled and turned on and off without any issue. The reported event could not be duplicated and the cause of the event is unknown. The investigation is ongoing and attempts are being made at getting the power supply box returned to the manufacturer for further evaluation.